Event description:
It was reported that owing to intolerable glare at night an intraocular lens was explanted from the left eye. It was further stated that post explant, the patient was doing well. No further information has been provided.

Manufacturer narrative:
Corrected data: serial #: (B)(6). Expiration date: 03/23/2017. Device manufacturing date: 04/23/2013. This complaint for the serial # (B)(6) involving the left eye has already been filed as a separate complaint under complaint folder # (B)(6) under MFR report # 9614546-2013-00191. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing for this serial number were within specifications and in compliance. No deviations or non-conformances (ncr) related to the customer claim were generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.